Event description:
It was reported that pump showed malfunction 199 in tandem source while pump was being updated, and caller was informed this indicated pump malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer was provided pump reset information and received assistance from technical support with resetting pump, but contact or patient was unable to complete reset. The customer reverted to an alternate method of insulin therapy.